Event description:
It was reported in an abstract that total of 19 patients with 20 vertebrae underwent bkp with teriparatide medication. The mean age was 79.7 with the mean follow-up duration of 6.1 months. All patients were under daily teriparatide medication. It was reported that three (3) out of 20 treated vertebrae developed a new fracture noted during post-op follow up. No further information was available.

Manufacturer narrative:
Literature citation: hiroki yasuoka, yanai yoshihide, imabayashi hideaki, asazuma takashi. "Effect of teriparatide before or after bkp (balloon kyphoplasty) method for delayed union of osteoporotic vertebral fracture." (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.